Event description:
The complainant alleged that clincians attempted to cardiovert a pt experiencing cardiac arrhythmia when arcing was observed at the center of the defibrillation electrode upon the initial shock of 120j. Clinicians removed the electrode pads and attached a fresh set of defibrillation electrodes but could not deliver a shock. They then obtained a set of stat-padz multi-function electrodes and successfully converted the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.